Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2024.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was taking a longer period of time to charge and was not keeping a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per hospital policy.